Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysf unction/sacral nerve stimulation. The patient reported that their first implant was removed due to the battery dying faster than the hcp predicted. The patient noted that the reason was due to higher settings. It was indicated that revision occurred on (B)(6) 2017. It was indicated that it was unknown if the patient recovered completely. No further complications were reported or were expected.

Manufacturer narrative:
(B)(4). Other applicable components are: product ID: 3889-28, lot# va015vk, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative mentioned that patient called regarding their follow up letter that they received and says that they wanted to add "that the wires that were broken as well as the battery failing" and that was why it was taken out. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.